Manufacturer narrative:
Initial.

Event description:
It was reported that a user¿s ilet paired with a dexcom g6 continuous glucose monitor (cgm) sensor using an incorrect transmitter pairing code, resulting in persistent ¿transmitter not found¿ alerts and no sensor readings; troubleshooting confirmed correct bluetooth settings, no receiver connections, correct sensor code entry, and remaining transmitter days, and the user was transferred to the cgm manufacturer to verify the correct transmitter serial number. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication and review and analysis of information provided by the user. Investigation of this case revealed no device problem with the ilet, and a usage problem was identified related to improper or incorrect procedure for cgm pairing; no applicable ilet component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.